Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify missing segment/partial display and perform self test, displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test due to motor error alarm during the rewind test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump receives the partial display. The customer¿s blood glucose level was 331 mg/dl. The device will be returned for the analysis.